Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer indicated that the image was flipped after replacing endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to cancel the "guide tool change" function and would like to explain the details of this issue. The customer cancelled the guided tool change and reinstalled the camera, but the issue persisted. The tse had the customer rotate the camera base by hand. The customer performed the troubleshooting, but the base was hard to rotate. The tse explained that this was the cause and recommended to replace the camera to a spare one. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue occurred when they attempted to change the angle to upper side. The 30-degree endoscope was installed in down orientation. The endoscope and endoscope¿s adapter were not engaged. There was no damage observed on the endoscope¿s adapter such as missing screw(s) or component. The customer changed to the 0-degree endoscope to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope plus instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.